Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown because the part number and lot number were not provided. The xience xpedition 2.50x23, referenced, is filed under a separate medwatch manufacturer report number. Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported difficult to remove was confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was mildly tortuous and heavily calcified. After deployment of the xience xpedition 2.50 x 23 rx stent, while removing the allstar guide wire, it became caught on the deployed stent and the stent was pulled into the guiding catheter. Another device was used and deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.